Manufacturer narrative:
(B)(4).

Event description:
A sensor (part sts-gl-011/ lot n/a /serial n/a) was returned for evaluation; however it could not be determined if this was the complaint device. A visual inspection was performed and found that the wire is attached to the sensor and housing puck. The customer's complaint of a missing/detached sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.